Event description:
It was reported the bronchovideoscope had a b30 (scope communication) error with an image problem during device set up, prior to use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The investigation could not confirm the customer reported failure. Based on the investigation, the definitive root cause of the reportable issue could not be determined. Olympus will continue to monitor field performance for this device.